Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was stopper popping out of the tube. The following information was provided by the initial reporter: the customer stated: "a problem has been reported regarding the use of "blue" venipuncture tubes, ie bd vacutainer. On a few occasions the cap detached from the tube during the sampling, causing blood to spill into the barrel which impacted the collection process and caused risk to users."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was stopper popping out of the tube. The following information was provided by the initial reporter: the customer stated: "a problem has been reported regarding the use of "blue" venipuncture tubes, ie bd vacutainer. On a few occasions the cap detached from the tube during the sampling, causing blood to spill into the barrel which impacted the collection process and caused risk to users."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.